Event description:
Revision surgery - the patient had a traumatic fall in the middle of march and had experienced severe pain since the fall. The x-rays showed a loose baseplate. All of the reverse shoulder prosthesis (rsp) components were removed, except for the sz 12 rsp humeral stem. The surgeon converted to a hemi arthroplasty.

Manufacturer narrative:
The reason for this revision surgery was identified as pain after 6.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent for testing at the hospital and not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product: (B)(4) involved all of the parts being undersized, (B)(4) of the parts were accepted as the minimum depth that functions adequately with the mating instrument and (B)(4) parts were returned to the vendor. (B)(4) involved (B)(4) parts that were returned to the vendor for undersized features. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one for a functional issue, one dimensional concern, (B)(4) cracked/broken/damaged devices, one revision, two failed devices, (B)(4) due to dislocation, one due to pain, (B)(4) due to infection, (B)(4) due to trauma, (B)(4) for device loosening, (B)(4) surgical technique was not followed, (B)(4) for stability/poor joint issues, (B)(4) due to fixation/poor implant to bone, (B)(4) for malposition, and (B)(4) due to dissociation. The root cause of the pain was most likely due to the patient experiencing a traumatic fall. There are no indications of a product or process issue affecting implant safety or effectiveness.